Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd focal point"120v / 15 fov (refurbished), there was a false negative discovered during review of slides. Abnormal cells were discovered outside the field of view. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: complaint reports false negative variance associated with focalpoint refurbished instrument (catalog number 490398) serial number (B)(6). Complaint alleges false negative variance, customer found one surepath slide in the month of may with abnormal cells outside of the field of view. Service followed procedure and determined the instrument is working as expected. Root cause not determined, and this complaint is not a confirmed failure of the instrument based on the service investigation. No samples or parts were expected to be returned for this complaint and thus, returned sample analysis is not required. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 02/05/2010. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. Review of risk management files confirm there are no new or modified risks associated with this failure mode. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "results."

Event description:
It was reported while testing with bd focal point"120v / 15 fov (refurbished), there was a false negative discovered during review of slides. Abnormal cells were discovered outside the field of view. There was no health impact or consequences reported.